Manufacturer narrative:
Based on the information provided by the surgeon, it is unknown to what extent if any the mesh may have caused or contributed to the hernia recurrence. As reported the surgeon is uncertain as to what may have caused the hernia to recur, stating that the 3dmax light mesh was well incorporated making it difficult to determine the reason for the recurrence. The mesh remains implanted and is therefore unavailable for review. No conclusion can be made. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in july, 2019 remains implanted.

Event description:
It was reported that on (B)(6) 2019 the patient underwent robotic repair of bilateral inguinal hernias and was implanted with a left and a right 3dmax left. The patient experienced a recurrence on the left side and on (B)(6) 2019 underwent a revision procedure to repair the recurrent hernia. As reported the 3dmax light mesh (left) was well incorporated and was not removed. A non bard-davol mesh was placed for the repair. The surgeon states, "I cannot say with any degree of certainty if the mesh tore or if it slipped up from poor index placement, it was too hard to tell when we went back because the mesh had incorporated quite well."